Event description:
Additional information provided. The device was inspected before use.

Manufacturer narrative:
Corrected fields: d9 (device was returned prior to initial being sent). This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and additional information received from the customer. The device was returned to olympus for inspection, and the customer's complaint was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The event occurred due to a defective charge-coupled device (ccd) unit, however, the exact cause of the defect could not be specified. It likely the ccd failure occurred due to one of the the following; unacceptable tension in the area of the ccd holder assembly due to the use of an adhesive which was not adapted to the load/temperature collective, an insufficiently formed adhesive layer from the holder to the bumper sleeve, unacceptable tension in the area of the ccd holder assembly due to an asymmetrical alignment of the spring before the bumper sleeve was joined, and/or pre-existing damage to the ccd holder assembly due to a suboptimal adhesive device being used. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device is expected to be returned to olympus for further evaluation and testing. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus the image became green while using video telescope "endoeye hd ii", 10 mm, 30°, autoclavable. The therapeutic procedure was completed without any delay. There were no reports of patient or user harm associated with this event.